Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the screen was frosted and has scratches from normal wear and tear. Customer stated that the insulin pump makes her rewind twice before allowing her to prime the tubing. Customer's blood glucose reading at the time of the call was 170 mg/dl. No further information reported.